Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t stat assay (tntstat) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 0.188 ng/ml and this value was reported outside of the laboratory. The customer pulled the sample in order to perform a comparison study. The sample was repeated on both the e411 analyzer and a cobas 8000 analyzer. The repeat result from both analyzers was < 0.010 ng/ml. The repeat result was believed to be correct. The patient was not adversely affected. The tntstat reagent lot number was 21415801, with an expiration date of 01/31/2018. After the event, the customer attempted to re-calibrate the assay, but calibration and quality controls failed on both the current and standby reagent packs. Calibrations performed later the same day passed. No bubbles or foam were noticed on the sample or reagent. The field service engineer could not determine a cause. He checked probe adjustments, voltages, and fluidics. He adjusted the photomultiplier tube high voltage. He ran performance testing and this met guidelines. The customer ran calibration and quality controls; these met the laboratory guidelines. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Upon review of the alarm trace, an alarm indicating a liquid level detection issue occurred on the same date prior to initial sampling. The alarm trace also showed that there were several sample short alarms on (B)(6) 2017.